Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer exhibited a battery diagnostics anomaly and gave an overestimation of battery longevity. The patient was asymptomatic and stable.